Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead; product ID: 977a260 serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-may-2019, (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 19-may-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported the patient¿s leg pain was not historically covered by the stimulator leads and the patient desired the leads to cover the leg pain, and that there was a high impedance per the manufacturer representative for the thoracic lead; the clinical diagnosis was leg pain not covered by stimulator and the device diagnosis was high impedance. However, it was also reported that there were no high impedances. It was noted that this was a new onset of leg pain. The patient¿s battery was going out and they were looking to replace it. Surgery for the lead replacement was on (B)(6) 2018. The patient had a recheck scheduled for (B)(6) 2018. It was noted that the event was related to the device or therapy and possibly related to the implant procedure. Diagnostics performed included interrogating the device and interventions taken included explanting and replacing the lead. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 977a260 lot# serial#(B)(4) implanted: 2015(B)(6) explanted: product type lead product ID 977a260 lot# serial#(B)(4) implanted: 2015(B)(6) explanted: if information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).